Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches on screen making it difficult to read. Customer stated hairline crack in corner and low battery warning. No harm requiring medical intervention was reported. Customer declined troubleshooting. The insulin pump will not be returned for analysis.